Event description:
It was reported that the device was for repair. There was unknown patient involvement.

Manufacturer narrative:
We received one device for investigation. After testing of the device, it was found that the device had a damaged downstream occlusion (dso) seal. It was also noticed that there was an error code 46446 and latch lock issue, after charging of the device the error code was resolved and passed testing. The latch lock failed testing, and the latch lock was replaced. The downstream seal replaced, and software updated as well. Service history review identified the complaint was not related to a previous service of the device within the review period.